Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that the rotawire detached during use. The 90% stenosed target lesion was located in the severely tortuous and severely calcified 3.0mm x 14mm left circumflex artery. A 330cm rotawire and a 1.50mm rotablator rotalink plus burr were selected for use. During the procedure, that the burr was advanced to the left anterior descending artery only but when they attempted to exchanged the rotaburr to a 1.75mm rotaburr, the rotawire was found to be separated at about 10cm from the tip and remained in the patient's body. Four 15 second rounds of ablation at 185,000 rpm had been performed. Stenting was then performed and the procedure was completed with a different device. No further patient complications reported. The physician commented that separation might have been caused by lesion tortuosity or the burr coming in contact with the wire.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the rotawire detached during use. The 90% stenosed target lesion was located in the severely tortuous and severely calcified 3.0mm x 14mm left circumflex artery. A 330cm rotawire and a 1.50mm rotablator rotalink plus burr were selected for use. During the procedure, that the burr was advanced to the left anterior descending artery only but when they attempted to exchanged the rotaburr to a 1.75mm rotaburr, the rotawire was found to be separated at about 10cm from the tip and remained in the patient's body. Four 15 second rounds of ablation at 185,000 rpm had been performed. Stenting was then performed and the procedure was completed with a different device. No further patient complications reported. The physician commented that separation might have been caused by lesion tortuosity or the burr coming in contact with the wire. It was further reported that the burr was pulled out from the patient's body and that the patient was good post procedure.